Event description:
Information received by medtronic indicated that the insulin pump had a movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer performed displacement  test and it was passed.  No harm requiring medical intervention was reported. Insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump due to alleged insulin pump error alarm and it was found on (B)(6)2022. Device passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test. No insulin pump error alarm noted during testing. No alarms/alert/anomalies noted during testing. Device was successfully downloaded using thus for history and trace files. Insulin pump error alarm occurred on (B)(6) 2022 11:32 am-04:53 pm. Device was cut open to perform visual inspection and found no evidence of physical and moisture damage on electronic stack, motor, and force sensor. The motor was tested outside the device it passed. No intermittent motor noted during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, peeling serial label. Insulin pump error alarm is confirmed due to motor defect and noted on history trace file. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.